Event description:
During the saphenous vein harvesting procedure, the screw component from the bipolar scissors detacehd and fell inside the pt's leg. The surgeon removed the screw through the existing incision and completed the procedure with a replacement device. No other pt complication was reported.